Event description:
It was reported that the balloon was difficult to remove and almost detached from the shaft and the guidewires were partially detached. The target lesion was located in the left anterior descending artery. The balloon was inflated for multiple inflations at 14 to 16 atm for 12 to 14 seconds. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. Upon removal, the wolverine balloon would not come back through the choice pt floppy guidewire upon deflation. The physician tried to pull double negative and took an empty 20cc syringe and pulled negative. Neither of these techniques worked. The physician then inflated the wolverine to 2 atm and deflated but it still would not come through to the guidewire. The physician then placed another choice pt floppy guidewire next to the wolverine with a 2.5mmx 12mm emerge balloon catheter onto the wire. Physician inflated next to the wolverine and was finally able to nudge the balloon enough to fully retract it out of the body. Physician said it was still very difficult to retract. Upon investigation, it was noted that the two wires were both frayed and partially detached and the wolverine seemed to almost be detached from the shaft. The device was removed as one unit together with the guidewire, and procedure was completed using another device. No further complications were reported, and patient is stable post procedure.